Manufacturer narrative:
(B) (4). The ge service rep reported that he attempted to retrieve error logs and debug logs, but the hard drive was inaccessible for the retrieval of the logs. He removed and replaced the hard drive and ps1 power supply. The system had undergone numerous hard drive errors and corruption in recent history. He adjusted the ps1 power supply to read 5.2vdc as viewed on the display adapter. He flashed the nodes and loaded the hard drive with software. He loaded the calibration files, formatted the cine drive to ensure correct operation. He tested the system through several boot cycles to ensure proper boot cycle and ran a system through several fluoro routines and cine runs to ensure proper operation and image storage and retrieval. The system operates as intended.

Event description:
The customer reported that the system was slow to boot after the images could not be saved. No injury to a patient occurred, but there was patient on the table when the event occurred.